Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, device passed the self-test. No unexpected a17 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son's insulin pump had multiple pump error alarm and the insulin pump was not working. Customer's blood glucose value was 257 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer took out battery for a few minutes, then put battery back in. The customer stated that the battery worked for a while then went blank again. Customer states a basal was not programmed before the alarm occurred. Customer states the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.